Event description:
Patient reported to be having issues with her generator. Low output current issues were observed. Troubleshooting and generator reset were performed. After generator reset, low impedance was observed. Impedance was noted to be ok prior to reset. Error code 254 was noted to have been observed multiple times. The low impedance after generator reset and error code 254 are indicative of a reed switch failure. The patient underwent vns generator replacement. The suspect device has not been received by the manufacturer to date.

Event description:
The reported ¿reed switch failure¿ was not duplicated in the pa lab. The device output was monitored for >24 hours and there was no variation in the delivered output. The magnet activations during that time indicated normal reed switch function. Additionally, after applying the magnet for 17 minutes, the generator output resumed normal function, indicating that the reed switch did not stick closed after the magnet was applied. Comprehensive electrical testing showed that the generator performed according to all functional specifications. However, the attached generator download data indicated a device reset followed by low impedance, which is consistent with a reed switch failure. It is known that stuck reed switches can become dislodged following explant/in transit to the manufacturer for analysis. Therefore, the generator data and the error codes reported to date will be used to indicate that the generator did in fact experience a stuck reed switch. No other anomalies were noted. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
F10 impact code, corrected data: reporter inadvertently left off a relevant code. F10 device code, corrected data: reporter inadvertently used the incorrect code. H2 type, corrected data: reporter inadvertently did not mark "device evaluation" on a previous report when it was applicable.